Event description:
During a pulmonary vein isolation (pvi) procedure, a pericardial effusion occurred. Right femoral access was gained successfully with no issues. Transeptal access was performed with an agilis sheath, and then the mapping catheter was inserted into the left atrium. While mapping, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A drain was placed and the pericardial sac was drained. The procedure was then stopped and the patient was sent to the ICU to recovery. It was alleged by the physician that the pericardial effusion was caused by going transseptal. The act was above 300 during there were no performances with any abbott devices.